Event description:
(B)(4). This device case, which did not include an adverse event, reported by a consumer who contacted the company to report a product complaint, concerns a female patient of unknown age and ethnicity. The patient was using an unspecified medication for an unspecified indication via a humapen ergo burgundy device. On an unspecified date in approximately (B)(6) 2012, reported as about a month ago, the patient observed that the engagement tabs were broken. This case is associated with a product complaint (B)(4) / lot number 0612a02. The patient had reported used a humapen ergo device for (B)(6). The duration of use for this particular pen was not provided. The training status of the user was not provided.

Event description:
(B)(4). This device case, which did not include an adverse event, reported by a consumer who contacted the company to report a product complaint, concerns a female patient of unknown age and ethnicity. The patient was using an unspecified medication for an unspecified indication via a humapen ergo burgundy device. On an unspecified date in approximately (B)(6) 2012, reported as about a month ago, the patient observed that the engagement tabs were broken. This case is associated with a product complaint 2260111/ lot number 0612a02. The patient had reported used a humapen ergo device for 16 years (1996). The duration of use for this particular pen was not provided. The training status of the user was not provided. The device was returned on (B)(6) 2012. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary, the manufactured date of the device, and the returned date of the device; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update. Please refer to update statement dated (B)(4) 2012. No further follow up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary a patient reported that the engagement tabs of her humapen ergo device were broken. Investigation of the returned device (batch 0612a02, manufactured december 2006) found the cartridge holder engagement tabs were present. The reportable malfunction of a cartridge holder two tab breakage was not confirmed. No malfunction was identified. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
(B)(4). Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed.